Event description:
It was reported that, "both stems had protruded through inner package compromising their sterility."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Additional lot#: ladia1. Expiration date: july 31, 2011. Other: (sterile lot #): g8107. Device manufacture date: october 5, 2006.